Event description:
It was reported that the pt experienced a seizure in 2009. The pt had been doing well and was able to stand with assistance until 4 weeks ago. At that time, a change in therapy effect was noted with increased leg weakness; the pt's legs were stated to be "limp". Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.